Event description:
An operator of an advia centaur xp was trying to clear a sample probe horizontal move error. She reached into the chute to clear a jam. During the troubleshooting her lab coat pulled away from her glove and her wrist was exposed. She scraped her wrist and then approximately 80 sample tips fell on the exposed area. The operator went to employee health and was given preventative medication. There are no reports of patient intervention or adverse health consequences due to the sample tips falling on operator's wrist.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer had an injury while trying to clear a tip waste jam in the lower tip waste chute. The suspect chutes were not being maintained/ cleaned which caused a jam. Cse went over maintenance and troubleshooting with customer and had customer perform maintenance and troubleshooting by removing chutes. Customer will perform user maintenance and troubleshooting. The cause of the tips falling on the operator is due to a jam. The cause of the jam is due to a user failure to appropriately maintain the chutes. The instrument is performing according to specifications. No further evaluation of the device is required.